Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. Patient reported urinating less and less and wants to increase stimulation because they can't urinate. They hardly feel stimulation, but can tell it is on; this was confirmed on the call after synching to the ins with the patient programmer (pp). The patient then "just realized" using the pp was difficult to do by themselves which then prompted the call center to advise the patient to use the antenna; the patient understood and said using the pp antenna was much easier. Stimulation was set to program 1 at 0.6v and it was increased to 0.7v; the patient was comfortable leaving stimulation at 0.7v. No further patient complications have been reported as a result of this event.